Event description:
Boston scientific received information that this patient was hospitalized due to syncope. While in the hospital there were recorded periods of loss of capture in the ventricle. During interrogation, the ventricular lead triggered a lead safety switch to occur. Evaluation of the lead revealed inconsistent 'high' impedance readings. During the revision procedure, evaluation of the pacing system noted the distal ventricular setscrew was loose. Lead measurements through the psa noted normal values; however, loss of capture could be reproduced with manipulation at 5.0 volts. The decision was made to surgically abandon and replace the ventricular lead. The device remains implanted. Approximately four years later, the device was explanted and returned to boston scientific.

Manufacturer narrative:
The explanted device is currently undergoing detailed laboratory analysis in an attempt to confirm and determine the root cause of this event. A high powered visual examination of the device header noted the seal plugs and adhesive appeared normal and seal appears to be intact. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The reported clinical observations could not be confirmed as no device anomalies were identified. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Event description boston scientific received information that this patient was hospitalized due to syncope. While in the hospital there were recorded periods of loss of capture in the ventricle. During interrogation, the ventricular lead triggered a lead safety switch to occur. Evaluation of the lead revealed inconsistent 'high' impedance readings. During the revision procedure, evaluation of the pacing system noted the distal ventricular setscrew was loose. Lead measurements through the psa noted normal values; however, loss of capture could be reproduced with manipulation at 5.0 volts. The decision was made to surgically abandon and replace the ventricular lead. The device remains implanted.